Event description:
The user facility reported that during an angioplasty of the anterior tibial artery, a foreign body appeared at the tip of the navicross catheter. It appeared to come from either the navicross 18 or the v14 wire that was also used for the procedure. The foreign body was stented to the wall of the vessel without incident and the patient had a successful procedure. Upon initial examination with the naked eye, it was difficult to tell if there was any missing component to the tip of the navicross 18. The patient was in stable condition and was discharged.